Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name: (B)(6). E3: customer occupation = purchasing. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the roadrunner the firm hydrophilic wire guide's sterilized package contained a hair. The hair was found when the distributor received the device. Device did not make patient contact.

Manufacturer narrative:
Investigation evaluation: description of event: it was reported the roadrunner the firm hydrophilic wire guide's sterilized package contained a hair. The hair was found when the distributor received the device. Device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, visual inspection, and functional test of the device, were conducted during the investigation. One roadrunner firm hydrophilic wire guide was returned for investigation in unopened packaging. A long dark hair is stuck in the adhesive where IFU is attached to the outside of the package. The sterility of the device has not been compromised. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and a related nonconformance was identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other complaints similar to the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The wire guide is supplied with IFU which includes the following: how supplied. Supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Cook has concluded that manufacturing is the cause of the complaint. A hair was attached to the sticky back IFU that is attached to the outside of the pouch that contains the product. The sterility of the device has not been compromised. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.